Event description:
The physician was attempting to implant a 2.75 mm diameter x 30 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion at the cx. The target lesion was reported to exhibit 80% stenosis. The target lesion was pre-dilated twice using a 2.0 mm x 20 mm balloon up to 14 atms. Seventy percent stenosis remained following pre-dilation. Force was used in an effort to advance the device to the target lesion. Resistance was encountered while advancing the device, and it was removed. Stent struts were noted to be damaged on removal. The device had been inspected prior to use with no abnormalities noted. The target lesion was treated using a 2.5 mm x 30 mm endeavor sprint stent. Pt status post procedure was good and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval results, method, conclusions: (severely diseased lesion, 70% residual stenosis). (Stent damage, failure to deliver the stent). Device eval: the endeavor sprint device was returned to the mfg facility. The first 7 distal stent segments and the last 7 proximal segments were positioned on the balloon as per spec; the remaining segments were stretched distally and deformed. The distal tip was slightly frayed. Procedural images were returned. The images confirmed the severely diseased nature of the lesion. The attempted delivery of the 2.75 x 30 mm endeavor sprint device was not captured on the images. The successful positioning and deployment of the 2.5 x 30 mm stent was confirmed on the images.